Event description:
The customer reported that the mobile app froze while attempting to deliver a bolus using an iphone 15 pro max. Blood glucose level was affected, as the customer's bg was displayed as "high" without a specific value. To correct this, the customer took a correction injection via multiple daily injections (mdi). The customer successfully re-launched the app, and no further assistance was required as the pump remained paired after the app was restarted.